Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 450 mg/dl. The customer's current blood glucose is over 400 mg/dl. The customer was treated with the pump. The customer also states the pump was not working cause the pump was not delivering enough insulin troubleshooting was done for high blood glucose and under delivery. The customer performed high pressure test and it result in insulin flow blocked alarm. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.